Manufacturer narrative:
Section a3b, a4, a5, a6: unknown/ not provided. Section e1: reporter: email address: unknown/ not provided. Section e1: reporter: telephone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had intraocular lens implantation in the right eye under local anesthesia. After the intraocular lens was implanted, it was found that the lens on one side was tilted and it resulted in patient suffering from blurred vision and glare discomfort. The lens was explanted. There was no delay in treatment or other interventions performed. No further information was provided.